Manufacturer narrative:
This is one event (cerebrovascular) for the same pt involving two separate products; associated mdrs #1225714-2014-03224 and 1225714-2014-03225.

Event description:
The plaintiff's attorney alleged that the pt experienced a cerebrovascular event on or about (B)(6) 2006, after the use of the product.